Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specs.

Event description:
The customer called to report multiple no delivery alarms. The customer stated that he was hospitalized for high blood glucose levels due to the alarms. The customer stated that he changed the infusion set several times, but continued to get the alarms. Troubleshooting was performed and the insulin pump passed the prime test without giving a no delivery alarm. The customer also stated that he has tried using different infusion sets, but the results have been the same. Advised the customer that the insulin pump would be replaced.